Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) code. The physician subsequently explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This s-ICD is expected to be returned for analysis, but has not yet been received.